Event description:
Additional information received 1/15/2020: the first 3.5x19mm graftmaster stent delivery system was opened but not used due to handling error. There was no device issue and no patient involvement. The 3.5x19mm and 4.0x19mm graftmaster stents failed to seal due to the perforation being larger than initially anticipated. No additional information was provided.

Manufacturer narrative:
The device was not returned. No investigation required. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.b1: adverse event unchecked b2: outcomes attributed to adverse event: required intervention unchecked b6: relevant tests/laboratory data changed to reflect no patient involvement b7: other relevant history, including preexisting medical conditions changed to reflect no patient involvement h10: device code 2524 was removed. Patient code 2199 was removed.

Manufacturer narrative:
Exemption number e2019001. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional graftmaster devices are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was performed to treat a pre-existing free perforation in the proximal right coronary artery. The 3.5x19mm graftmaster stent delivery system (sds) failed to cross due to the anatomy. A new same size graftmaster sds was attempted again but also failed to cross. A 3.5x20mm non-abbott balloon was used to predilate. After multiple attempts, the graftmaster stent was delivered to the perforation and deployed. Angiography showed that the perforation was largely sealed but there was still a residual leak that was thought to be occurring just proximal and possible around the stent. A 4.0x19mm graftmaster stent was deployed overlapping the proximal end of the first stent. The same balloon was used to post dilate both stents then a 4.5x20mm nc non-abbott balloon was also used to post dilate both stents. Angiography showed a well-sealed perforation with no extravasation. There was no adverse patient sequela reported. No additional information was provided.